Manufacturer narrative:
(B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: a complaint history check was performed and this is the 2nd related complaint for difficult/unable to operate on lot # 9344158. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (safety pen needle auto shield duo pen needle, difficult/unable to operate) was captured and addressed. Investigation summary: customer returned (61) sealed 5 mm, 30 g autoshield duo samples from lot # 9344158. Customer states that the safety mechanism did not activate. Thirty out of 61 returned samples were tested and all were able to activate properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle experienced safety shield failure during use. The following information was provided by the initial reporter: complaint 1 of 2. Date of occurrence: 8/11. Autoshield needle placed onto the lantus pen. Insulin administered to patient, upon removal of needle from patient, it was found that the autoshield did not deploy leaving rn at risk for needlestick. No injury resulted because of this. Was the bard product used on a patient? Yes. Was there patient harm reported? Yes.